Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving lioresal 2000 mcg/ml; 190.0 mcg/day via an implantable pump. Indication for use was intractable spasticity and cerebral palsy. The date of the event was approximately (B)(6) 2017. It was reported the patient experienced a gradual change in therapy/symptoms noted as lactic acidosis for about the last eight months. Over the last eight months the amount of medication in the pump had been reduced from 4000 mcg to 2000 mcg. The patient would end up at the emergency room (ER) about every two weeks for about five days due to an increased amount of spasticity. The patient gets really contracted, spastic and rigid. The hospital had a representative come to interrogate the pump. It was not believed that the representative was aware of why they were interrogating the pump but was just checking it. The doctor believed the increase of lactic acido sis was due to the decrease of the medication which was why they increased the medication five percent at the last fill on thursday (9/21/2017). The reporter was redirected to follow up with the healthcare provider. No further complications were reported.